Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: h3 (device evaluated by manufacturer was inadvertently marked "yes"); d9 (device availability was marked "yes- available for evaluation" and returned to manufacturer was checked); and h6 (type of investigation was marked " testing of actual/suspected device" should be device not returned) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was not returned. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had the scope communicate error (e226 error) occur during procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted.